Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated intraperitoneally (ip) with ceftazidime (frequency and dose not reported) and ancef (ip) (frequency and dose not reported) for the event. The patient was recovering from the peritonitis event and treatment was ongoing. Dianeal therapy was ongoing. No additional information is available.